Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine with concentration 7.5 mg/ml at a dose rate of 3.9476 mg/day and dilaudid with concentration 5.0 mg/ml at a dose rate of 2.6318 mg/day via an implantable pump for spinal pain. It was reported that the patient fell / slid out of bed on (B)(6) 2019. When doing so she hit her implanted pump on the bed rail. After this she noticed that her pump was not working as well. Since this date she has been nauseated, has headaches, and has had increased pain. She also reports that she can no longer feel her 1:15 pm scheduled bolus like she could before. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had an epidural injection on (B)(6) 2019 and was numb for a few days after the injection. It was further noted that the patient would sit on the edge of her bed with one leg up and the other down while she worked on her computer. This was the position that she fell/slid off the bed in. On 2019-mar-19 the company representative interrogated the pump logs and no error messages were recorded. They also palpated the pump pocket and the pump did not feel like it has flipped. The patient was not scheduled for a pump refill until (B)(6) 2019. As of (B)(6) 2019 the patient was scheduled to see their physician. According to the office procedure scheduler, the patient has an order for a pump/catheter study. The scheduler stated that her insurance requires a prior authorization. The company representative planned to obtain more information when available. The issue was not resolved at the time of the event. The patient was without injury regarding their status at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was unknown. The patient¿s medical history included chronic back pain and post lumbar laminectomy. On (B)(6) 2019, a company representative further reported that the patient had not yet had a pump / dye study performed yet which was scheduled for (B)(6) 2019 regarding the patient¿s next office visit. No further patient complications have been reported as a result of this event. The patient¿s medical history included: chronic back pain and post lumbar laminectomy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had her pump/dye study on (B)(6) 2019. The study found that the catheter was patent with no leaks and that the pump was operating properly. The cause of the patient¿s original symptoms was still unknown. Per the office, there had been no recent complaints. The patient was currently ¿a pump prp, she had been scheduled for a pump replacement on ¿(B)(6) 2010 ((B)(6) 2019) at 6:30 am.¿ no further patient complications have been reported as a result of this event.